Event description:
I have experienced continuing, worsening and chronic back pain and lower abdominal pain since the implantation of the devices. I have also experienced periods that have become longer, heavier since the devices were implanted. The symptoms of pms I experience have been far worse after the device than before the device. I can add multiple chiropractor records and walkin clinic visits showing that I believed I had uti's, ibs, yeast infections and multiple other things and always left with an unk diagnosis of unk reason for abdominal pain or back pain. FDA safety report ID# (B)(4).